Event description:
Per the clinic, the patient also experienced poor performance with the internal device. Subsequently, the device was explanted on (B)(6) 2025. There are no plans to re-implant the patient with a new device as of the date of this report.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device subsequent to sustaining a head trauma in (B)(6) 2025 (specific date not reported). Hardware exchange attempts were made; however, the issue could not be resolved. The implanted device remains. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.